Manufacturer narrative:
D4 & h4: kept blank, since serial number was not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed. A field service engineer (fse) arrived at the unit and logged in and opened the refrigerator, as there was no failure reported at the station. The fse observed that the remote manager opened and closed properly, though there was some resistance in the spring that could potentially cause failure. The fse powered down the pyxis system and replaced the remote manager. The fse manually tested the latch, then powered the system back on. Once the application was running, the fse had the user log in and inventory the medications from the refrigerator to confirm proper latch functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a refrigerator failure. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.